Event description:
Per the clinic, the patient experienced poor performance with the device use and a subsequent reduction in clinical benefit. It was also reported that 7 electrodes were extra cochlear. The patient underwent revision surgery on (B)(6) 2020, to reinsert the electrode array into the cochlea.